Manufacturer narrative:
No sample information was provided and no sample issues were noted. Customer indicated that qc results were within specifications. No system issues were noted. A field service engineer (fse) was dispatched for this event. The fse performed troubleshooting and replaced multiple hardware parts and performed all the necessary alignments. The fse also performed routine repairs and verified qc. This resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high magnesium (mg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. One of the erroneous results were reported out of the laboratory; however, the customer did not indicate which sample result was reported out. Customer indicated that patient treatment was not affected in this event.